Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: additional information: b3, b5, and h6 - heath effects codes.

Event description:
Additional information was received confirming the event occurred during preventive maintenance. No patient injury or involvement.

Manufacturer narrative:
Other text: one warmer device was received for investigation. During visual inspection the device was observed to have a bent micro switch, corroded drain fitting, damaged line cord, and outdated pcb and power switch. The reported issue was confirmed during functional testing when the device activated a no disposable alarm. The issue was traced to the device microswitch, which was observed to be bent, however, no root cause could be attributed to this observed condition. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.